Event description:
It was reported that the customer was hospitalized for dka. The programming and histories were accurate. Troubleshooting was done and the pump passed the bolus and occlusion tests. It was indicated that the customer is changing set once a week. The alarm history shows an alarm that occurred prior to the event. The customer is currently off the pump per md instructions. It was conveyed to the customer the correct set change techniques and to follow the two hbg rule.